Manufacturer narrative:
(B)(4). Date sent: 8/2/2023. D4: batch # 313c36. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken with the switch actuator loose; which lead to the device not been able to fire. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the actuator post has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 313c36, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/12/2023. D4: batch # unk. Additional information was requested, and the following was obtained: * was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No further update. * what is the most current patient health status? No further update. A manufacturing record evaluation was performed for the finished psee45a, with lot/batch number a9cc7f, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a procedure a psee45a was used, the 1st to 6th fire of blue and white reload, fired successfully and staple line was well formed. The gold cartridge was loaded into the stapler. The trigger was closed and the red safety button released, and there was no motor sound or firing action seen. The battery was taken out and inserted into stapler again, still failed to fire. Then a new stapler was opened with that gold reload to complete the last fire. No patient consequences reported. No further information is available.